Manufacturer narrative:
Evaluation summary: the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was in the emergency room (ER) with a syncopal episode. It was also reported that the device was checked and noted to be at elective replacement indicator (eri) and there was no capture which could be attributed to low battery resulting in not enough juice left in the device to pace and sense correctly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.